Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records and additional treatment information are being requested. A supplemental medwatch will be submitted when new information becomes available.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient passed away on (B)(6) 2015. The patient was not connected to their pd cycler at the time of their death. The patient was having problems regarding her catheter, and she was transferred to hemodialysis this past weekend. The patient was completing her hemodialysis treatment for about 10 minutes and coded and subsequently expired. The pdrn stated she did not know the cause of the patient's death, but she believed it was cardiac arrest. The pdrn stated she did not have a death certificate or autopsy report. No additional information is available.